Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no response from the act or escape button due to corroded keypad traces. No button error alarm was noted during testing. The rewind, basic occlusion, prime, excessive no delivery and displacement tests could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker. Moisture damage was found on electronic and motor assembly.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 256 mg/dl. The customer stated that it had been very hot the day prior and the device had been in her pocket; she observed that the issue may have been caused by exposure to moisture. Advised discontinuation of the insulin pump. Nothing further reported.